Event description:
The purewick external catheter was set to suction of 140mm/hg. There is no regulator on the purewick device to prevent it from being set well above the manufacturer's specifications. This seems to be a design flaw.